Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a single measurement of high, out of range pacing impedances. When the arrythmia logbook was reviewed no events other than automatic threshold measurements were observed. No noise or signs of lead issues was observed. The specific cause for the out-of-range values was not determined but it was recommended to continue monitoring future trends. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a single measurement of high, out of range pacing impedances. When the arrythmia logbook was reviewed no events other than automatic threshold measurements were observed. No noise or signs of lead issues was observed. The specific cause for the out-of-range values was not determined but it was recommended to continue monitoring future trends. The pacemaker remains in service. No adverse patient effects were reported.